Event description:
Device malfunction: failure to deploy/failure to retract vessel locator wings. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the thumb advancer was difficult to push, but was moved into proper position, but the clip could not be fired. The vessel locator wings failed to retract. Counter traction and force was used to remove the device from the patient anatomy. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.